Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: extrusion, early seroma, allergy, bottoming out

Event description:
México. Allegedly, the patient developed edema and erythema with fluid leakage at the surgical site, which was later followed by wound dehiscence. A second intervention was performed to close the wound, but the evolution was not favorable, resulting in clear exposure of the breast implant (sn: (B)(6)).